Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the customer was suturing and suture was breaking as she was trying to tie knots. The customer had already tied 5 knots using the last of a different lot number. The circulator had to open another box. When she used this box, they began to break. After this happened six or seven times, a new box was opened. They had no issues from that point going forward. It is unknown if the procedure was completed successfully. There were no patient consequences. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that twenty-six packets that pertain to the product code: 8702h were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Events reported via: 2210968-2022-09209, 2210968-2022-09211, 2210968-2022-09213, 2210968-2022-09214, 2210968-2022-09215, 2210968-2022-09217.